Event description:
The following was reported to hamilton medical ag: we checked & found message "release valve defective" show in the event log. We tried to replaced with a new check valve assembly & have full calibrated. After that this unit can be used normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).